Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a filter migration occurred. On (B)(6) 2010, the patient underwent implantation of a greenfield vena cava filters (ivc) as part of gastric bypass surgery. The filter was successfully deployed through the common femoral. On (B)(6) 2016, the patient presented to the hospital due to abdominal pain on their right side. The scan indicated that the filter had several limbs that extended a few millimeters beyond the wall of the inferior vena cava. On (B)(6) 2017 the patient received a second scan which revealed that the filter had tilted to the left by 16 degrees. The patient is currently experiencing pains and discomfort in the area where the filter was implanted.